Manufacturer narrative:
Corrected data: b5.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited foreign material on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited foreign material on the camera cover. There were no reports of patient involvement.